Manufacturer narrative:
PMA (510k) #: k130520. The actual sample was received for evaluation. Visual inspection revealed that the gas-in port had been fractured at the root. There was not any other visible anomaly, such as a dent or crack, near the gas-in port. The fracture section was inspected with ccd and sem. In the cross section, smooth surface (generated when broken by momentary load) and streak pattern (generated when damage spreads) were observed. In addition, since the streak pattern was found spreading from the bottom side of the oxygenator module, it is likely that the actual sample was damaged due to a momentary load applied from the bottom side of it. The end of the gas-in port was inspected with ccd and compared to the same part of a current product sample. It was confirmed that there was no anomaly in the shape or in the dimension of wall thickness. A review of the device history record and product release judgement record of the involved product code/ lot # combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that a momentary load was applied around the gas-in port of the actual sample from the bottom side of the oxygenator with resultant fracture of the gas-in port. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox custom pack was used pre-treatment. During preparation of the artificial cv system, while a gas line was attached to and detached from the gas port, the gas port was broken. Pre-connected circuit only was changed out and the procedure was performed with no further issue. The procedure outcome was successful. The patient was not harmed.